Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead revision procedure (related manufacturer reference number: 1627487-2020-22215), the physician accidentally damaged a lead which caused a lead fragment to become stuck in the patient. As a result, the patient underwent a full system explant. Surgical intervention resolved the issue.